Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, crossing difficulty occurred. The 99% stenosed lesion being treated was located in the severely tortuous, severely calcified proximal right coronary artery (rca). The lesion was pre-dilated with another manufacturer's balloon of unspecified dimensions, which was inflated twice to 8atms. The physician attempted to place a liberte bare metal stent (bms). During the procedure, the physician was unable to cross the target lesion. The physician was able to successfully remove the liberte bms. The procedure was completed with another device. No pt complications were reported. Pt condition is reported as "good". However, the returned product analysis of the 5.00x20mm liberte bms revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent was pulled distally on the delivery catheter, which resulted in the stent stretching and the stent struts misaligning. The proximal edge of the stent was positioned approx 4mm distal to the distal edge of the proximal markerband. An examination of the balloon found no indications that the balloon had been subjected to any positive pressures. There were no kinks or damages noted along the entire length of the shaft. A labeling review found that the device was used per the directions for use (dfu). The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).